Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation on may 10, 2017, confirmed that the tissue pad was severely worn. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; warnings: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Two sb-0535fc were used during a laparoscopic assisted colectomy. The subject device is the second device. During use of the first device, burnt tissue remarkably built up on the distal end and the user concerned about the detachment of a part of the distal end. After 30 minutes of use of the second device, burnt tissue remarkably built up on the grasping section. The procedure was completed using another type of device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on may 10, 2017, confirmed that the tissue pad was severely worn.